Event description:
Customer reported, female luer cracking. No pt harm reported. No further pt/event info was available.

Manufacturer narrative:
(B)(4). The product has been requested to be returned for eval; however, to date the product has not been received. A follow up report will be submitted if further info is obtained.